Event description:
Info rec'd from case report form stating that the pt's pump had underinfused, resulting in symptoms of moderate severity for the pt but did not require hospitalization or other medical intervention. The pt's pump was refilled, resolving the pt's event.